Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported cause associated with the device could not be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of multiple error messages displayed was not confirmed. The device had passed full inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was displaying error code messages b30 and e216 (scope communication error). The customer had cleaned the scope connectors in an attempt to resolve the problem. The issue occurred between procedures with no other devices connected to the light source and no patient involvement.